Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, resulting in a dislodged screen while the device continued to function and blood glucose values were not affected. Symptoms included no reported clinical effects. Outcomes included no reported impact on the user¿s health or activities. Investigation included customer interview and review of provided photos. Investigation of this device revealed physical damage to the device enclosure/display assembly consistent with accidental damage, with no malfunction of therapy delivery or alerts. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device performance.